Manufacturer narrative:
Baxter received and evaluated the device.  This reported symptom was inadvertently missed during evaluation and because the pump is no longer in its received condition the evaluation cannot be performed. The device in question will be repaired and tested prior to release to ensure the device meets all specifications.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that would not power on when key is inserted. There was no patient involvement. No additional information is available.